Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 56 mm diameter abdominal aortic aneurysm. It was reported that a type ia endoleak was observed during a 3 year follow-up CT scan. Intervention was performed to resolve the endoleak one week later, with the implantation of a non mdt extender below the right renal artery and the area was ballooned. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.